Event description:
It was reported that this left ventricular (lv) lead exhibited a pacing impedance measurement greater than 2,000 ohms. At the last in-office check the impedance was 1,792 ohms and the threshold was 2.8v@ 1.0 ms. Technical services referred the health care professional (hcp) to the other manufacturer to discuss lead specifications and also discussed evaluation options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).